Manufacturer narrative:
Multiple attempts have been made to try to retrieve further information, with no customer response. See scanned page.

Event description:
Puritan-bennett received information stating that the unit failed while on pt use. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) inspected the device, and customer's alleged discrepancy could not be duplicated. The unit passed extended self testing.